Event description:
Patient presented to the physician with pain, when lying on their right side, where the sensing lead tip was located. The physician brought the patient into the or, removed the old sensing lead, and placed a new sensing lead in an alternate location. This resolved the issue.